Manufacturer narrative:
Patient comorbidities: stroke, hypercholesterolemia, hypertension, diabetes mellitus, and renal insufficiency. Medications: none. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection).

Event description:
The following information was reported to gore through the (B)(6) study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2019, the patient underwent treatment of a thoracoabdominal and pararenal aortic aneurysm with gore® excluder® thoracoabdominal branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system. It was reported that during the procedure there was a left common iliac artery. A stent was placed and the study reported that the outcome was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications.